Event description:
A continuous renal replacement therapy cartridge was reported by surgical ICU staff to be sucking in air through the effluent filter located on the venous line. They have reported that this has happened on numerous cartridges from this lot number. Sicu staff discarded the filter before clinical engineering was notified of the situation, but they did report the event to the manufacturer, nxstage. No harm came to the patients while this lot number of cartridges were being used. The sicu staff notified the manufacturer. Since the cartridge was discarded, the manufacturer encouraged staff to follow up if/when this occurs again so that they can actively investigate the issue. The manufacturer has also reached out to identify more information on the nxstage unit that this cartridge was being used on. They are also sending us a return kit so that they can investigate a cartridge of the same lot number being reported.